Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed, during which a hole in the cuff was identified, resulting in a loss of fluid from the cuff and balloon. The device was removed, and no further patient complications were reported.